Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the set meniscus mender ll disposable broke. It did not break inside the patient. Procedure was completed, with no surgical delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection of the returned device found that it is not in it's original packaging. Only one meniscal suture loop was returned, and it is separated between the shaft and the hub. A review of the customer provided image found a suture loop separated between the shaft and hub. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the device did not break inside the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time.

Event description:
It was reported that during a procedure, the meniscus mender set broke between the needle and shaft. The device did not break inside the patient. Procedure was completed, with no surgical delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided image found a suture loop separated between the shaft and hub. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management found that the anticipated risk level is no longer adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.